Event description:
Customer reported that pump screen was dark and would not turn on. Blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Customer was instructed to try various troubleshooting steps, which initially failed until the final step resulted in the screen turning on. Once operational, the customer confirmed that the pump was functioning correctly without being connected to a power source, and acknowledged that it was working as intended.